Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation result the returned cre wireguided dilatation balloon was analyzed, and a visual and microscopic examination found that the catheter was cut. The balloon portion of the device was not returned. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The balloon portion of the device was not returned to be visually and functionally evaluated. It is likely that the customer could not be pulled out of the scope and were forced to cut the catheter to push the balloon out of the distal end of the scope. Since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event, the most probable root cause is cause not established.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the pylorus during a sphincteroplasty procedure performed on (B)(6) 2023. During the procedure, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The balloon was removed and the procedure was completed successfully with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the pylorus during a sphincteroplasty procedure performed on (B)(6) 2023. During the procedure, the balloon burst. The customer stated that no pieces of the balloon detached inside the patient. The balloon was removed and the procedure was completed successfully with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.